Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: pt had a dose of chemotherapy in (B)(6) for colon cancer. She was discharged from surgery about 3 weeks prior to (B)(6) 2011. She had her colon reconnected. Pt was off coumadin at time of surgery for about a week. The doctor raised her coumadin dose each week because her inr was staying low.